Manufacturer narrative:
D6b: explant date provided.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that placement signal map is 30mmhg less than femoral arterial line map. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1, b2, h1: updated reportability: h6: updated codes based on information in the complaint file and the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: due to a lack of data logs and no product returned, the cause of the placement signal issue cannot be established.